Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and passed all applicable testing. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an alleged inaccuracy was observed intraoperatively during a t10 to pelvis case. A 3 millimeter (mm) lateral inaccuracy was noted when a passive probe was placed on the patient's anatomy. The patient had existing hardware at t10 to t12. Post-operative computed tomography revealed that hardware at t10, t11, and t12 deviated laterally on the right side and t10, t11, and t12 deviated medially on the left side. The patient was positioned with gel rolls and tilted to the left. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information was received. It was reported that the trajectories deviated 3.5 mm or less for the affected levels.